Manufacturer narrative:
Isi has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the instrument (pn 471405-06/lot # n10210208 0131) associated with this event was performed. Per logs, the instrument was last used in a procedure on (B)(6) 2021 on system sk4343. The instrument had 6 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, a small piece of the black insulation of the force bipolar instrument broke off at the tip. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 13-sep-2021 and 17-sep-2021 and obtained the following additional information: at the top of the force bipolar instrument, it looked like the black insulation on the cable broke off. The reporter was not aware of any thermal damage. The force bipolar instrument was last used on (B)(6) 2021, but was sterile on the table during another operation on (B)(6) 2021 (gastric bypass). The force bipolar instrument was not used in this operation. The damage was noted by sterile processing on (B)(6) 2021. The reporter did not know if the force bipolar instrument collided with any other instrument or tool during its last use. The force bipolar instrument was checked pre and post-operatively and nothing was noticed. The damaged was detected in the first step of sterile processing, during pre-cleaning. The reporter could not provide patient information from the previous surgery. No further details were available.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, h10. D02- intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have broken conductor wires at the distal end. One wire was detached from its connection at the grip and the other wire was broken by the proximal clevis idler pulleys. There were no broken pieces missing. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause was attributed to a component failure. An additional finding that was not related to the reported complaint was identified. The instrument was found to have a severely bent grip, causing misalignment of the grips. The root cause of this failure is typically attributed to user mishandling, such as excess force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.